Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was experiencing cgm inaccuracies throughout the day (both high and low bias inaccuracies). The patient¿s mother stated the patient was very ¿brittle¿ and ¿medically fragile¿, therefore, her target bg level was 200 mg/dl. One example of an inaccuracy that occurred was when the cgm was reading 139 mg/dl, and the bg meter was reading 587 mg/dl. When her bg meter was high, the patient felt like she had the flu, had a headache, and was nauseous. Later that morning, the patient¿s cgm was reading 143 mg/dl and the patient started to become very confused and said she was ¿crashing¿. A bg meter reading was taken, and the reporter confirmed the patient was ¿crashing¿, but no specific bg meter reading was reported. The patient was treated with soda and a glucagon injection. The patient remained at home. There was no documentation of the patient seeking assistance from a higher level of care. The patient was ¿much better and feeling fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values from the example provided fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.